Event description:
It was reported that pump experienced malfunction alarm, with no notable events occurring beforehand and code malf 12 displayed. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and caller acknowledged and understood instructions.